Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received low battery alert for less than a week. The customer's blood glucose was 13.2 mmol/l at the time of incident. The customer stated that the low battery alert was not resolved after inserting new batteries. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with high sleep current due to moisture damage at the printed circuit board assembly. The insulin pump also alarmed hardware low level failures during self-test due to cold solder joint at u1 keypad assembly. However, the insulin pump passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had faded serial number label, cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.